Manufacturer narrative:
Reported event: an event regarding instability involving a unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: it was reported that patient was revised due to instability. The event could not be confirmed nor the exact cause of the event could be determined because insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to instability. A 4x11 cs insert was revised to a 4x16 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.